Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device referenced in b5 is filed under a separate manufacturing report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after a percutaneous transluminal angioplasty procedure with a small hole sheath. Reportedly, when the plunger was pulled out, no suture was seen for both devices. Cuff misses were noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after a percutaneous transluminal angioplasty procedure with a small hole sheath. Reportedly, when the plunger was pulled out, no suture was seen for both devices. Cuff misses were noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: the marker lumen for a prostyle device, which was found to have the lumen in an incorrect placement on the device and kinked, was successfully flushed prior to insertion into the patient anatomy. Once in the patient, there was successful blood flow from the marker lumen for deployment.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.